Manufacturer narrative:
Product complaint #: (B)(4). The information was requested the following was obtained: please advise how many pulled off? Two sutures pulled off are samples available for return? And there are no samples available for return. They were discarded.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please advise how many pulled off? Are samples available for return? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown surgery and suture was used. During the procedure, the needle fell off. No additional information was provided.